Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
The customer reported that one of their bottom teeth has chipped because of the new alignment and it scratches their top tooth during eating. Customer is also worried about this changing their bite. No additional information was reported.

Manufacturer narrative:
Report #3014845255-2024-03941 is a duplicate of report #3014845255-2024-00381 issued on 5-16-2024.